Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 4 years and 8 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 ultra valve due to aortic stenosis.

Manufacturer narrative:
D4: (B)(4). Investigation is ongoing.